Event description:
The event is reported as: "complaint alleges that while using the circuit with the v60 bipap machine; the clear piece that the pressure line connects to is cracking." No patient injury reported.

Manufacturer narrative:
A complaint history review was conducted on the catalog number and product family in question. No complaints with the same issue were receiving during the trending range. The customer complaint can not be confirmed due to the lack of sample. If defective sample becomes available at a later date, this complaint will be updated accordingly. No corrective action implemented at this time.